Event description:
Nurse noted that cvl line was "sagging" on floor. When line picked up it was noted to be snapped between yellow hub and line (into paitent arm) connection. Remaining line tubing removed from patient and peripheral IV to scalp started. PICC line was approximately 9 weeks old.